Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 32/0; cat # 6570-0-132; lot # unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's right hip was revised due to infection. A 32 +0 v-40 biolox head and 32e 10° trident liner were revised to a 36 +2.5 c-taper biolox head with sleeve, and a 36e elevated rim liner. Rep confirmed that no further information will be released by the hospital or surgeon.